Event description:
Dr reported surgical revision of lap-band ap sys due to port displacement. Device remains implanted.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."